Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 170mg/dl for the first event and "high"; although specific value was not provided for the second event. The customer addressed their elevated bg with a manual injection of insulin.